Event description:
A patient reported experiencing inaccurate erratic results with fasstake meter. The pt's blood glucose results were 229mg/dl, 387mg/dl. Tests were done <10 minutes apart with a difference of 45%. Pt did not experience any adverse events. No further info has been reported.